Event description:
It was reported that the insulin pump alarmed compromised force sensor system during an infusion set change. The piston did not rewind all the way. The transition when changing the reservoir was not straight. Sometimes the customer had to rewind more than once to fully rewind. The insulin pump frosted in one occasion. The customer noticed condensation under the screen and was unable to read the screen. The insulin pump had a small crack near the battery compartment. The reservoir was empty that morning but the customer did not receive a no delivery alarm. The customer had to disconnect from the insulin pump for six hours because they were feeling really sick. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.